Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient came back in for an infection. Infection was not superficial and the joint needed to be washed out. The surgeon decided to exchange the mod endo head and spacer. No further patient information is available at this time. Doi: (B)(6) 2020, dor: (B)(6) 2020, affected side: left hip.

Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.